Event description:
It was reported that during a follow-up visit, no capture and a decrease in sensing were noted on the right atrial (ra) lead. A chest x-ray revealed the ra lead had dislodged back into the superior vena cava (svc). Upon fluoroscopy, the lead dislodgement was confirmed. The ra lead was extracted and successfully replaced. The patient was in stable condition.